Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 or pump error 35 noted during testing or listed in device history. However, device received with corroded motor home switch. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer's parent stated that the device was not making any sound when alarming. The device alarmed hardware low level failure during self-test. The device alarmed multiple pump error alarms. The alarm history displayed alert on high and alert on low. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.